Event description:
It was reported that the patient presented in clinic with shortness of breath during exertion. Programming changes were made and further testing was performed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.